Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, the patient administered an insulin correction and applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The download data from the returned device showed that timeouts occurred during operation. These timeouts did not generate any hazard alarms and did not terminate insulin delivery. The device delivered 1310 pulses and was then deactivated by the user. Inspection of the drive mechanism found no damages or defects that would contribute to the high pulse widths. While attempting to rerun the device, it was observed that the hook talons were failing to detent the ratchet gear resulting in an 0x5c alarm. Inspection of the sma wire assembly under magnification found no damages or defects that would result in the observed failure to detent. The root cause of the high pulses widths could not be conclusively determined.